Event description:
It was reported that the after an unknown xience prime stent was implanted in the mid left anterior descending artery, the 2nd diagonal artery occluded. A non-abbott balloon was being used to treat the occluded diagonal, when a perforation occurred in the artery. The graftmaster was selected to treat the perforation; however, the graftmaster failed to cross the lesion. A 3.5x15 nc trek balloon was used to treat the perforation and the occlusion of the 2nd diagonal successfully. There was no clinically significant delay in the procedure due to the no cross of the graftmaster device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx xience prime; guide wire: runthrough, fielder, whisper es; guide cath: mach 1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The rx xience prime referenced is being filed under a separate medwatch report.